Event description:
A report was received that a patient is experiencing difficulty charging. The patient stated that they will undergo a revision and suspects the ipg is at an angle. The procedure is to be scheduled at a later date.